Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for the same event: it was reported from the (B)(6) that during a cortical mastoidectomy surgical procedure, it was observed that the burr devices seemed to be jumping while being used together with the short attachment device and the motor device. The reporter stated that the event was worse at the start of the procedure with the 5mm cutting burr device when the drill speed was set to 80,000 rotations per minute (rpm). However, when the speed was turned down to 50,000 rotations per minute (rpm), the issue was not as bad. According to the reporter, the reduction of power slowed down the procedure. It was further noted that the jumping also occurred with the 3mm cutting burr device and a 2mm diamond burr device. It was reported that there was an unspecified delay in the procedure due to the event, but not greater than 30 minutes. It was not reported if there were spare devices available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). Therefore, UDI has been updated. UDI: the UDI number was reported as (B)(4) in the initial medwatch, it has been updated to (B)(4). Additional information: during subsequent follow-up with the reporter, additional information was received. It was clarified that the reported issue was chattering/jumping of the burr devices during drilling in mastoidectomy; and that no issue was experienced during attaching of the burr devices to the attachment device or the attachment device to the hand piece device. The fluted ball device and the attachment device were properly connected; however, the same issue occurred with two reported fluted balls. It was clarified that the surgery was delayed by only a few minutes. (Specific time not reported). The procedure was successfully completed and no other medical intervention was required. A spare device was available. The treatment was successful. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.